Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed and had a keypad anomaly. The customer stated they woke up with insulin pump alarming. The customer's blood glucose was unknown. The customer stated after installing a new battery, screen came back, but buttons were unresponsive. Advised customer to monitor the insulin pump and call back if issue reoccurs.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had an unresponsive esc and act buttons due to unlocked lcd keypad connector. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarms due to unresponsive button. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.